Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level at the time of the incident was 35 mg/dl and blood glucose level at the time of the call was 122 mg/dl. The customer also suffers from heart attack and had been left with brain injury. The customer stated that the drive support cap was normal. The customer confirms that the insulin pump was worn during a medical test which had a medical bed pad for back. The customer does not allege the insulin pump for over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4).